Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this device was not possible, the batch number was not reported and the device was not returned. The most probable root cause is considered design, as the gold marker bands caused the product to fail in its intended use. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, markerband visualization difficulties occurred. The physician was unable to see the marker bands on the unspecified apex balloon when advancing it to the unspecified target lesion. The balloon was advanced passed the lesion and into the posterior descending artery (pda). The physician pulled the balloon back and was able to dilate the lesion successfully with this device. No pt complications were reported. The pt's current condition is listed as "ok."